Event description:
It was reported that the patient suffers from persistent vegetative state. The device delivered inappropriate shocks. Review of egms show noise in the ventricular channel consistent with a damaged lead.the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.